Manufacturer narrative:
The ge service rep conducted an on site investigation. The backplane and the control processor printed circuit boards were replaced. The voltage was checked. The system was tested and operates as intended.

Event description:
The customer reported that the system would perform fluoroscopy without a command. No pt injury was reported.